Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 34 mg/dl at the time of the event. The customer has been treated with food intake. Troubleshooting was declined for low blood glucose/over delivery. It was unknown that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.